Event description:
It was reported that the patient was scheduled for a battery replacement surgery due to battery depletion as the physician was unable to interrogate the patient's device at the last clinic visit. Pre-operative diagnostics could not be performed by the rep and it was further suspected that the battery had depleted. The replacement surgery was performed and all diagnostics were normal and heartbeat detection was accurate. Settings were set to the minimum as the previous device was suspected to have depleted. It was confirmed that the physician's m3000 tablet was updated to software version 1.5. It was determined that the cause of this false high impedance message was a software error on m3000 v1.5.1.2 software; when system diagnostics were performed by the user with m3000 v1.5.2.1 software on m102/102r generators (normal mode output current >0 ma), normal mode diagnostics would actually be performed instead. The execution of normal diagnostics instead of system diagnostics is not apparent to the user, and the returned dcdc code was being compared against system diagnostic thresholds. No additional, relevant information was received to date.

Event description:
It was reported from a physician that a patient's generator was showing near end of service condition and high impedance using his new programmer. The physician was advised to test the impedance again with an older model programmer. A company representative stated that in looking back at the reports in the physician's programmer, the near end of service condition was found but no high impedance was seen. It was stated that diagnostics were not performed and showed no entry under the dcdc code indication. It was further noted that no recent patient programming data was found on the physician's older model programmer, and the last data was noted to be from 2017 with ok impedance. Clinic notes were received for a battery replacement referral and the notes mentioned that system diagnostics showed "elevated" lead impedance and near end of service condition. No recent programming history was available in the manufacturer's database. No surgery has occurred to date. No additional relevant information was received to date.